Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that patient's general dentist noted peri-implantitis associated with implant in #27 (universal) area and requested re-evaluation by our office. Oral surgeon decided best treatment is implant removal. Implant was removed and the area was grafted with allograft. Symptoms as a result of the peri implantitis is pain. The site was also grafted with allograft prior to original implant placement.